Event description:
Customer reported a cartridge alarm 30 that occurred while using the pump for insulin delivery. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). The issue appeared during the load process, and technical support decided to replace the pump. The customer was instructed to switch to multidose insulin injections as backup therapy and to return the problematic pump using a provided return box and label. Customer was given guidance on putting the pump into storage mode before its return and acknowledged the instructions provided for receiving the replacement pump.